Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the delivery system allegedly broke off during deployment and the stent was released uncontrollably but in almost the right place. It was further reported that the detached segment was retrieved by using a snare device which caused the operation to be prolonged and additional equipment to be used. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample is not available for evaluation. Provided images demonstrate the sample outside patient in used condition without stent; a segment of the distal end of the inner catheter cardan tube including tip with an estimated length of 10-12 cm is visibly broken off and lying close to the system which leads to confirmed result for break and detachment of the inner catheter cardan tube. Images/ movies demonstrating deployment action/ uncontrollable deployment were not provided. An indication for a manufacturing related cause could not be found. Based on the investigation of the provided information, the investigation is closed as confirmed for break and detachment of the inner catheter cardan tube. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use (IFU) states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the IFU states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the IFU states: '5f (1.67 mm) or larger introducer sheath (¿); 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the IFU states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.', and 'visually confirm the delivery system integrity after removal.' Holding and handling of the system throughout deployment was found sufficiently described. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the delivery system allegedly broke off during deployment and the stent was released uncontrollably but in almost the right place. It was further reported that the detached segment was retrieved by using a snare device which caused the operation to be prolonged and additional equipment to be used. There was no reported patient injury.